Event description:
It was reported that the user experienced hyperglycemia following a solo supply change, with blood glucose measured at 199 mg/dl and remaining elevated for less than 90 minutes. No alerts or alarms occurred, and the device¿s correction algorithm was used to address the elevation. No clinical symptoms were reported. There was no need for outside assistance, and no medical intervention or hospitalization occurred. The investigation included a remote review of device performance and coaching on dosing adaptation during the learning phase. The investigation revealed no device malfunction or component issue, and insulin delivery was inferred to be occurring based on the glucose level and trend. Based on previously established findings for similar reports, it was concluded that the cause was unclear and consistent with expected adaptation during early use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.